Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Additional information was requested but was not available. Also were used: plc231000/unknown, plc231400/unknown, pla280300/unknown. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture and conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of the event will be used (B)(6) 2016- when the type ii endoleak was determined.

Event description:
Reportedly, in (B)(6) 2016, the maximum diameter of the aortic aneurysm was 63mm. On (B)(6) 2016, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that during the procedure it was required to implant a pla280300. The procedure was concluded without complications. One month after the initial procedure, the physician detected a small type 2 endoleak coming from the lumbar arteries (l4 and l5). At 6 months it continued, and the aneurysm had grown 1 or 2mm. The physician continued doing preventive follow up as approach to this type of endoleak. At 24 months the aneurysm had grown more than 8mm. On an unknown date in (B)(6) 2019, 30 months after the procedure, the aneurysm diameter was 71mm, so it was decided to embolize the lumbar arteries using onix material and coils. After 1 month post this embolization procedure the patient was well. Then the patient disappeared for a period of months. On (B)(6) 2020, the patient was admitted to the hospital for an abdominal pain and immediately detected an imminent aneurysm of 84mm diameter (enlarged) ruptured and contained, so the physician decided to perform the open surgery to correct the problem. The devices were explanted. The procedure was successfully completed. The patient tolerated the procedure. It was unknown if the ruptured was generated by the continued type ii endoleak from lumbar arteries or the new type ii endoleak coming from the inferior mesenteric artery and/or a possible type I endoleak (apparently given a dilatation of the proximal neck).